Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
It was reported that a patient presented with dislodgement, failure to capture, and r-wave amplitude variation noted on the patient's right ventricular lead. The capture threshold was found to be elevated. The lead was explanted on (B)(6) 2023. The patient was stable throughout.